Manufacturer narrative:
Visual inspection of the returned guidewire did not reveal any residue present to indicate use. The outer coil wire was stretched and partially unraveled from the core wire. One end of the core wire was flimsy. Therefore, the investigator proceeded to stretch it more revealing the core wire was broken. The break was jagged and occurred three mm. From the end. The end of the broken core wire was necked down in cone shape. This is indicative of a tensile load being applied prior to breaking. This evaluation is consistent with the event description. A device history record review was performed for lot 12465602, no anomalies were identified related to this complaint. The lot history review was performed, no other complaints were identified. The most probable cause has been determined to be operational context. It appears during placement of the guidewire, it was caught on something causing the coil wire to stretch and separate and the core wire to break.

Event description:
It was initially reported to boston scientific corporation in 2009, that an endovive safety peg kit push method was used in a peg placement procedure four days prior. Patient's age, weight, and gender were not provided. Per the complainant, while the wire was being pulled through, it stretched, frayed and kinked up upon itself. They were able to pull wire through and place the peg with this device. There has been no report of complications to the patient due to this event. This event has been deemed a non-reportable event based on the investigation results: broken core wire.